Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device failed telemetry. The device was not used. There was no patient involvement.

Manufacturer narrative:
The device was inadvertently reported as a malfunction, but was later determined to not be a complaint.

Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.